Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 226 mg/dl, 118 mg/dl, and 107 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a gyn procedure, the blade came off of the device and fell into the pt. It was retrieved. Used a new one to complete the procedure. There was no pt consequence.